Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was implanted. The patient experienced pain, erosion of internal bodily tissue and other injuries, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to urethral mesh to lift bladder. The patient experienced several years of urinary tract infections after the implant, severe pain in the uterine area, some urinary incontinence, stressed about surgery to remove the implant, some bleeding, blood in urine, pin, burning itching, painful intercourse and leakage. It was reported that the patient underwent removal of mesh in 2009 or 2010 to present. The patient underwent mesh removal on (B)(6) 2013 and corrective surgery on (B)(6) 2013. (B)(4).